Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to rewind insulin pump. Customer attempted to troubleshoot with no resolution. Troubleshooting was not performed during call due to customer's spouse needing to go to an appointment. Customer would call back.